Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. This is an expected and foreseeable result in valves that have been implanted long term. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. In addition, the patient's comorbidities which include ckd stage iii likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 7000tfx 27mm valve, implanted for seven (7) years and nine (9) months, underwent a valve-in-valve procedure due to severe mitral stenosis. Successful tmvr was performed with a 9600tfx 29mm valve. Post valve deployment, there was no paravalvular leak and a mean gradient of 3mmhg. The patient tolerated the procedure well and was transferred to the sicu in stable condition. The patient was deemed stable for discharge to a skilled nursing facility on pod #7.